Event description:
Per the hosp rep, the device was placed in 2003. When removing the device 4 months later the dome broke off and disintegrated in small pieces. The hosp rep stated that the pt had been pulling on the peg which caused it to become embedded in the pt's fibrous tissue. A local was applied and the dome pieces were removed surgically.